Event description:
Baxter (B)(4) received a report that a leak from the last fill line was observed during the 1st fill. Since only one 5l bag was connected to the yume set, no bag was connected to the last fill line. According to the patient, she might forget to close the blue clamp of the line. Antibiotics were administered prophylactically but there was no patient injury.

Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow up report will be submitted.